Event description:
A surgeon reports he explanted an intraocular lens that was implanted in 1999. The surgeon states the lens power was wrong and asked for verification of the lens diopter. Additional information has been requested.